Event description:
It was reported the patient is experiencing increased cramping in his left foot as he no longer feels stimulation in that area. Reprogramming was unable to resolve the issue. The patient will consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.